Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory (fa) received the suspect avea ventilator for investigation. The fa lab inspected the internal components cycled the device in the service mode, the error log was access which recorded errors associated with the device failing to cycle a breath. The device was then cycled in the user mode associated with this event , which did not duplicate the reported event. Characterization of the exhalation and flow valve were completed and passed. At this time a root cause could not be isolated to a specific component. The fa lab referred the device to our service group for a hardware update based on the component inspection. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer.

Event description:
The customer stated while performing a ventilator recruitment maneuver in airway pressure release ventilation mode on a patient, the ventilator stopped delivering ventilator breaths. The customer tried changing modes but the device would still not deliver a breath. The patient was manually ventilated and then placed on a replacement ventilator. The customer reported that there was no patient harm or injury.